Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The pump did not complete the medication delivery in the expected therapy time. This issue was identified after patient use. There was no report of patient injury or medical intervention associated with this event. No additional information.

Manufacturer narrative:
H4: the lot was manufactured between april 5, 2023 ¿ april 6, 2023. H10: the device was received for evaluation containing 148ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.